Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4).

Event description:
The patient has two scs systems(thoracic and occipital). This issue's regarding the occipital system. It was reported the patient did not recharge the ipg for over a year due to managed pain. Subsequently, the patient attempted to use the scs system and the ipg will no longer communicate with the external devices. As a result, surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.